Manufacturer narrative:
(B)(4).

Event description:
Patient's co-worker contacted dexcom on (B)(6) 2016 to report that the receiver displayed err69 on (B)(6) 2016. The patient's co-worker did not report injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed.&#1288;e receiver log was reviewed and screen error alarms were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.